Event description:
(B)(6) states that the insulin will not shoot out of the tube. Consumer notes that she has had to buy two more pens, and this has caused her financial difficulty. Consumer stated that she only used the pen once and after it stopped dispensing insulin. Consumer notes that she missed 2 doses. Consumer noted that usually uses 10 units in the morning and the evening. Consumer states that she has been using the product for at least 5 months and this is the first time that she has had an issue with it. Consumer reported this to the walgreen's pharmacist and the pharmacist stated that she should reach out to the firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).